Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that a a1059 mayfield modified skull clamp slipped during a procedure on an unspecified date. It is unknown if there was any patient injury as a result of the malfunction. A delay in surgery was reported. Additional information has been requested.

Manufacturer narrative:
Additional information received on 23 oct 2018 indicated that the unit was being used during a case when the surgeon stated that the clamp did not lock properly and that the clamp shifted during setup. No injuries were reported. The clamp was removed immediately and was swapped out for another clamp. Surgery delay was less than 5 minutes while they located the spare clamp. The device was returned for evaluation. With respect to the returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The DHR showed that the device exceeds its expected life of 7 years; device was manufactured in q2 of 2010. Complaint event unconfirmed. Root cause is unknown, however review of the foreseeable sequence of events indicated in risk management file indicates the most likely reason for reported failure of "unintended movement of the patient¿s head¿ is: clinician or staff applied an inadequate load to the patient¿s head; clinician used unapproved skull pins; index locking mechanism was not fully engaged; clinician/staff applied a clamping load greater than the patient¿s skull could support.

Event description:
N/a.